Event description:
Clinic notes dated (B)(6) 2014 note that the patient is experiencing two seizures per month on average. It was noted that the patient's mother is concerned that the generator may be nearing end of service because the patient has been having more seizures than previously. It was noted that device diagnostics show the generator at neos - no. It was noted that the patient's mother did not want to wait until the generator is at end of life to replace the device. The patient was referred to surgeon. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. No known surgical interventions have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient's seizures have subtly increased for the last six months. Patient¿s seizures were reported to have been below the pre-vns baseline. No changes to medication, vns settings or other external factors preceded the onset of the increase in seizures. Patient¿s vns settings were adjusted but patient continued to experience two seizures per month. The physician stated that the believed reason for the increase in seizures is that the vns battery may be weaker or less efficient. The explanted generator was discarded after surgery by the explanting facility and therefore product analysis could not be performed.